Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a teaching procedure in a cadaver lab, it was observed that the reciprocating saw device was making a broken sound and had excessive vibration. It was further reported that the device became extremely hot with smoke and metal shavings were coming out of it. It was confirmed that the event did not occur during a surgical procedure. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device making a broken sound and becoming extremely hot with smoke and metal shavings coming out was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of the device having excessive vibration was confirmed. A visual and functional assessment was performed on the device which found that the internal parts were worn out and had corrosion, causing the vibration. It was determined that the issue was consistent with normal wear over time. The assignable root cause was determined to be due to normal wear out from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.